Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b. Adverse event/ product problem. F. For use by uf/importer.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. No new lead was implanted. No additional adverse patient effects were reported.